Event description:
It was reported that this patient exhibited lightheaded. Upon review, it was noted that this patient experienced atrial arrhythmia and ventricular arrhythmia episodes and retrograde p waves vs farfield r waves in atrial channel during the arrythmia. The patient was admitted for further evaluation. Currently, this pacemaker remains in service and no additional adverse patient effects were reported.